Event description:
The customer reported that the system intermittently would not boot up. There is no report of pt injury associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The hard drive, data cable and general purpose operating system were replaced and the system software was reloaded. The system was then found to be operating as intended.